Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that a request was made to have data from this cardiac resynchronization therapy defibrillator (crt-d) system analyzed. Technical services (ts) review the data and identified noise artifact signals resulting in atrial tachy response (atr) events. This crt-d remains in service. No adverse patient effects were reported.